Manufacturer narrative:
(B)(4) date sent: 11/11/2025 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the temperature indicator in the box was colored pink which advised to not use the product. The device was not used in the case; and therefore, there was no patient involvement. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one 6-up sales carton was returned with triggered temperature sticker that was pink, indicating that the package was subjected to a temperature in excess of 50°. Within the sale carton was a total of 6 unopened 1-up cartons; 5 of them also with pink triggered temperature stickers and 1 that were white and not triggered. One device (e) was opened and visually inspected for damage to the buttress attachment material (bam) pattern and was found to appear conforming. This would indicate that while the package may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech60r; xbcdpks0 number, and no non-conformances were identified.